Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H6 type of investigation - method code grid - updated. H6 investigation findings - results code grid - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent only was returned. The stent was noted to be opened, deformed with tapered ends. The stent introducer sheath and sdw were not returned. The functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event description states that ¿stent did not open and was removed and then another stent was opened". The physician used an innovative technique, utilizing two microguides (synchro, stryker, and hybrid, balt) to snare the device once released from the microcatheter. The patient was reported to be stable after the procedure. Product analysis found only the stent was returned. The stent was noted to be opened, deformed with tapered ends. As per additional information the device was used as per dfu for this product. It is most likely that anatomical factors contributed to the reported event. Based on the review of all available information, an assignable cause of procedural factors will be assigned to as reported defect ¿stent failed/unable to open¿ and the as analyzed 'stent deformed¿ as the issue is associated with a product that meets stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the aneurysm embolization procedure when the subject flow diverter stent was deployed, the medial and proximal regions of the device did not expand, and therefore, it did not fit the walls evenly. The physician used an innovative technique, utilizing two microguides to snare the device once released from the microcatheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date: added. D4 gtin: added. H4 manufacturing date: added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description states "evolve 5x40 that did not open and was removed and then the evolve 5x25 was opened". The physician used an innovative technique, utilizing two micro guides (synchro, stryker, and hybrid, balt) to snare the device once released from the microcatheter. The patient was reported to be stable after the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported during the aneurysm embolization procedure when the subject flow diverter stent was deployed, the medial and proximal regions of the device did not expand, and therefore, it did not fit the walls evenly. The physician used an innovative technique, utilizing two microguides to snare the device once released from the microcatheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the aneurysm embolization procedure when the subject flow diverter stent was deployed, the medial and proximal regions of the device did not expand, and therefore, it did not fit the walls evenly. The physician used an innovative technique, utilizing two microguides to snare the device once released from the microcatheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.